Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the implantation, the doctor heard the sound of cracking from the pre-installed anterior nozzle mouth and the nozzle mouth was found to be cracked under the microscope with no patient harm. Additional information was requested.